Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. The patient called regarding an m31 air detected in cassette alarm and during the call stated they observed some solution around their cycler a few nights ago. The patient could not provide the exact date. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient reverted to manual supplies to complete their treatment. The cause for the leak was unknown. Follow up with the patient¿s nurse verified that here was no patient injury or medical intervention required as a result of the reported leak. Per the clinic¿s procedure the patient was prescribed prophylactic antibiotic (unknown drug, route, dose and frequency) following the event. The patient had manual supplies to continue with treatment while waiting for a replacement cycler. The cassette used at the time of the leak was discarded. The patient has since received a replacement cycler and been able to continue their treatment without complication.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.